Event description:
An olympus field service officer reported on behalf of the customer, a horizontal line in the image of the bronchovideoscope. The malfunction was also found at the time of inspection in all directions. The event occurred during maintenance. There was no report of patient harm associated with the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a horizontal line in the image was not confirmed. In addition, forceps channel port was shaved. The connecting tube coating was peeling. The image was not displayed due to corrosion on the electrical connector and scope connector. Distal end had a dent. The distal end, grip, and switch button 1 was scratched. Adhesive on bending section cover was detached. Connecting tube had a buckling. The universal cord had a wrinkle. Due to wear of angle wire, bending angle in up and down direction did not meet the standard value. Due to wear of angle wire, the play of angulation lever was out of the standard value. The scope connector and electrical connector was dirty due to water leakage. Due to damage on scope internal diameter cable, scope internal diameter would not display. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the "biopsy channel port shaved" phenomenon was likely caused by endo therapy accessories or metal part of cleaning brush touched the biopsy channel port during insertion / withdrawal of them. The likely cause of the 'no image' phenomenon is likely caused by stress on the insertion section and/or universal cord causing damage to the internal ccd (charge coupled device) unit and/or conduction became abnormal at the circuit board in the scope connector by influence of moisture that invaded the device. The peeled coating at the insertion section phenomenon was likely caused by physical and/or chemical stress, and/or bad storage environment. Lastly, since the horizontal line in image was not confirmed, a specific root cause for that phenomenon could not be identified. The event can be detected/prevented by following the instructions for use which gives warnings and cautions about how to handle the endoscope properly. The instructions for use state: "operation manual: important information ¿ please read before use: warnings and cautions: - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result. - do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.